Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: machine is not working in ac mains. Machine continued ventilation in battery mode. End user neglected the battery low alarm, and the machine started to give tf 444001 (batteries completely discharged) and switched off. Patient was safely shifted to another ventilator". No clinical signs, symptoms or conditions. No health consequences or impact.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.